Event description:
It was reported that the access line was disconnected from the filter during priming with a prismaflex m100 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the set access post-pump line was disconnected from the dialyzer screwed connector. A visible mark of non-homogenous solvent was present on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be due to the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.